Manufacturer narrative:
Concomitant medical products: mz1000-07, therapy date: (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a tubing leak at an unspecified location. It was reported that the male adapter was changed and the set was tightened. There was no report of patient harm.

Event description:
The customer reported a tubing leak at an unspecified location. It was reported that the male adapter was changed and the set was tightened. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted a crack along the female luer component of the set, which was found to be cracked along the top and continuing along the length of its luer. The crack was observed to be opposite the injection gate on the luer component. No tool markings were observed around the damaged area. Functional testing confirmed leaking from the damaged female luer. The cause of the leak was due to an observed crack along the set's female luer. The root cause of the observed damage was as a combination of material degradation during the luer component's supplier process and manufacturing factors (solvent and over-torque).